Event description:
A service agent contacted physio-control to report that their customer's device had a service indicator present. There was no patient use associated with the reported event.upon further investigation by physio-control, it was determined that the device would not have been able to provide defibrillation, if it were necessary.

Manufacturer narrative:
(B)(4): the service agent evaluated the device and verified the reported issue. The service agent then replaced the therapy pcb assembly and after observing proper device operation through functional and performance testing the unit was returned to the customer for use. The removed therapy pcb assembly was returned to physio-control for examination. Physio evaluated the removed therapy pcb assembly and observed multiple damaged components due to excessive current. Physio determined that the cause of the reported issue was a diode, designator cr44. This issue would prevent defibrillation from being delivered, if it were necessary. The device itself was not returned to physio-control for evaluation.